Event description:
It was reported that during a da vinci s surgical procedure, the discs on the back of the monopolar curved scissors instrument were hard to turn. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned for evaluated. Per the customer reported complaint engineering manually rotated the instrument input discs and found that they moved with ease. Engineering observed that the scissor blades do not cut through their entire length due to one blade edge having an indention halfway between the midpoint and tip that creates a mechanical stop for the other blade and closing. Engineering concluded that the damage to the blade was likely caused by mishandling and or misuse. Pitting of the blades was also observed, likely caused by chemicals caused in the cleaning process. Two char marks on the proximal clevis were found that suggest an arcing event occurred. A tip cover accessory was not returned with the instrument for evaluation, therefore, the root cause of the arcing cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post evaluation) and/or if additional info is received.